Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 7 months after the dental implant was installed in intraoral region #5 it was verified its non- osseointegration. Forty-five (45) ncm of primary stability was achieved and immediate load was not performed. Patient presented bone type iii and bone graft was executed.